Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the armada 35 instruction for use states: use prior to the use by date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. The investigation determined the reported complaint of using the product after the expiration date appears to be user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3x20 mm armada 35 percutaneous transluminal angioplasty (pta) balloon was successfully used in a procedure to treat a renal artery. After the procedure it was discovered that the balloon was expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.